Manufacturer narrative:
Related complaint (B)(6) was reported at the same time as this complaint, for the same issue and with the same customer. Additional information was requested from the customer, but no further information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use of their high flow insufflation unit device prior to an unknown procedure, the device would occasionally turn off. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found that the device displayed an error code e03 and there were scratches on the top cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of device occasionally turning off was unable to be identified. Additionally, it¿s likely the error code e03 occurred due to a failure of the motherboard. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the device displayed error code e03. This report is being submitted for the device occasionally turning off and the malfunction found during evaluation.